Event description:
It was reported that the inserter did not hold the implant properly during implantation. The cage slipped out of the inserter and hit the spinal cord. The pt suffered a contusion of the spinal cord, and is in rehabilitation. At this time, the pt is paraplegic.

Manufacturer narrative:
Unable to determine the definitive cause of the reported event.